Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As reported by field clinical specialist (fcs), during the clinical trial, there was resistance during removal of the delivery system, and the balloon tore. The case was done under conscious sedation. The right femoral artery was accessed for placement of 16f esheath.  Sentinel was used for cerebral protection and r.ra was accessed for placement. The esheath was advanced w/ease over a confida wire. The 29mm sapien 3 (s3) and commander delivery system (ds) were prepped per IFU and orientation was confirmed prior to implant. No bav was performed. The ds was prepped with nominal volume (33ml). S3/ds were inserted over the wire through esheath with ease and valve alignment was done in the descending aorta. The valve was positioned and deployed with ease and there was no leak visible by angio or echo. Valve landed 80:20 aortic/ ventricular. No post-dilatation performed. The delivery system was removed by tracking over the wire without difficulty until resistance was met when the ds balloon was pulled back to the esheath. Ds removal continued by pulling with a great amount of force on the proximal end of the ds. Once the ds was out of the body (partially) it was observed that there was a radial tear at the proximal end of the balloon on the ds. Upon further inspection under fluoro, it appeared that the distal portion of the ds balloon as well as the nose cone was still in the esheath inside the patient. The operator opted to begin removal of the esheath under fluoro and observed the remaining portion of the torn ds stayed put within the esheath. Safe removal of the esheath and distal portion of ds was achieved without injury or negative impact to the patient.  This was confirmed by run-off angio of the rfa.  Access site was closed with indwelling proglides and patient left the room in stable condition with no sequela. The cause of the resistance was likely the balloon not being deflated enough post-deployment in combination with continued, excessive force used to remove ds even when resistance was met.

Manufacturer narrative:
UDI ((B)(4). The delivery system and sheath were returned to edwards lifesciences with a bend on the proximal balloon shaft due to return packaging of the device. The delivery system distal tip and guidewire lumen were returned separated. Per the provided imagery, the right sided access was shown to have tortuosity. In addition, calcification was seen past the bifurcation, at the location where the sheath tip would have been located. The returned delivery system¿s crimp balloon was torn proximal to inflation/crimp (I/c) bond. The inflation balloon and guidewire shaft was separated, with the distal balloon inverted over the tip, and the balloon wings bent back. Adhesive was present in the y-connector at guidewire shaft bond. Due to the condition of the returned delivery system (balloon torn), no functional testing was able to be performed. Double wall thickness measurements were taken on the crimp balloon along the balloon separation. The area distal to the tear could not be measured as that area consists of the bond area and inflation balloon. Measurements below specification could be indicative of a manufacturing non-conformance and could have contributed to the reported events. The measurements met specification. The most relevant work orders for the reported complaint did not reveal any issues that could have contributed to this complaint. A review of complaint history from february 2017 to january 2018 for the edwards commander delivery system (all models and sizes) revealed other similar complaints for ¿balloon - torn¿ with returned devices but no manufacturing non-conformances that would have contributed to those complaints were identified. Available information suggested that the tears could be attributed to patient/procedural factors (high valve alignment forces due to tortuosity, excessive withdrawal through the sheath, not pulling the flex tip over the triple markers prior to balloon inflation, residual volume in the balloon, balloon caught during withdrawal through sheath, the crimp balloon material may have been weakened during valve alignment, subsequently tore upon balloon inflation, excessive device manipulation, and navigation through tortuous anatomy/caught on calcification).  The occurrence rate of the failure mode did not exceed the january 2019 control limit. Using the same timeframe, a review of previous complaints revealed similar complaints for ¿distal tip, nose tip ¿ separated¿ and ¿withdrawal difficulty-through sheath¿ but no manufacturing non-conformances that would have contributed to those events. Available information suggested that patient and/or procedural factors may have been contributing factors. A review of the complaint history revealed that the occurrence rate did not exceed the january 2019 control limits. The commander delivery system IFU, system preparation manual, and procedural training manual were reviewed for instructions or guidance for use of the delivery system. No IFU/ training deficiencies were identified. During manufacturing, the crimp balloon, inflation balloon, and the associated bond were 100% inspected for multiple characteristics and potential defects.  During manufacturing, the commander delivery system was 100% inspected by manufacturing and quality for defects and cosmetic appearance under minimum 2.85x magnification, mechanical damage (e.g. Kinks, breaks), and assembled device dimensions. Devices are 100% leak tested. All manufacturing lots undergo product verification (pv) testing on a sampling plan. During product verification testing, balloon burst pressure testing was performed on a sampling basis and measured. This work order met the statistical acceptance criteria. Delivery system retrieval force testing was also performed. The retrieval force for the work order met the statistical acceptance criteria. Additionally, under pv tensile testing, crimp balloon to inflation balloon bond tensile strength was tested. The work order met the acceptance criteria. The complaints for ¿balloon ¿ torn¿, ¿distal tip, nose tip ¿ separated¿, and ¿delivery system ¿ withdrawal difficulty-through sheath¿ were confirmed based upon visual inspection of the returned devices and imagery review. No manufacturing nonconformances were identified and review of available information (complaint history, lot history, and DHR) did not identify any evidence of manufacturing non-conformances. A review of manufacturing mitigations supports that the balloon and delivery system have proper inspections in place to detect issues related to the complaint event. Further, no training/IFU deficiencies were identified. Per the cer, the valve was able to be deployed without difficulty, and no issues were encountered until the delivery system was withdrawn. This suggests that the balloon tore during withdrawal of the delivery system. Per training materials, the multiple factors can affect withdrawal of the delivery system from the sheath, including not fully deflating the balloon, not unflexing the delivery system, and not positioning the flex tip over the triple markers. Per follow-up information, the perceived root cause was not fully deflating the balloon prior to retrieval. In addition, it is possible that the delivery system interacted with the calcification. The delivery system may have been caught on the calcification or the calcification may have pushed the tip of the delivery system so that it was not co-axial with the sheath tip during retrieval. Once difficulty was encountered, using higher forces to attempt to withdraw the delivery system may have resulted in the balloon tearing as well as the separation of the balloon and guidewire lumen. Therefore, it is likely that patient/procedural factors contributed to the complaint. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure.  The complaint for ¿balloon ¿ torn¿ was confirmed. No manufacturing non-conformances were identified. It is likely that patient factors and/or procedural factors contributed to the complaint event. Edwards decided to include additional information that currently exists in the training manuals, into the IFU ¿instructions for use¿ for the sapien 3 and commander delivery system. The content consists of instructions relative to device preparation and minimizing the tension in the device, which may potentially lead to delivery system damage during use. The complaints for ¿distal tip, nose tip - separated¿ and ¿delivery system ¿ withdrawal difficulty-through sheath¿ were confirmed. No manufacturing non-conformances were identified. It is likely that patient factors and/or procedural factors contributed to the complaint event. Since no product non-conformances or IFU/training inadequacies were identified and the respective trend categories do not exceed control limits, no corrective or preventive action is required at this time.